Manufacturer narrative:
The customer's sales representative visited the customer's site and reported no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa results for one patient tested on a cobas e411 rack. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial total psa result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial result was 0.1 ng/ml. The patient's repeat result was "about" 7.0 ng/ml. The customer determined the repeat value was correct since it matched the patient's previous value. The total psa reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.